Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during cardiac ablation pulmonary vein isolation procedure to treat atrial fibrillation, versacross connect access solution for faradrive was selected for use. It has been mentioned that the versacross rf wire got stuck and was completely sheared (peeled back) at its distal end after pulling it out of a non-boston scientific needle while getting groin access. The wire was then replaced. The procedure was completed successfully. No patient complications were reported. The product will be returned for analysis.